Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and other chronic/intract pain (trunk/limbs).information was reported that a power on rest (por - 0x400 parity error) was seen. The patient did not report any specific they were doing when this occurred. The rep was able to successfully clear the message using their 8840. The patient is receiving adequate therapy. The patient also reported that their batter was low. The issue was resolved through troubleshooting. Additional information was received from a manufacturer's representative (rep). It was reported that the cause of the por was not known. The tech stated that it was emi, but don't know emi from what. No further complications were reported or anticipated.